Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and expired. The target lesion being treated was located in the proximal left circumflex (cx). The lesion was 80% stenosed, 3.9mm in diameter and 6mm long. The lesion was treated with predilation and placement of a 3.5x8mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with shortness of breath and was hospitalized the same day. Bronchoscopy was performed as diagnostic procedure for aspiration pneumonia which revealed mucus plugging in left and right lower lobe which was suctioned out. The patient developed fever and became hypotensive and was in septic shock from aspiration pneumonia with positive blood cultures for (B)(6) and pseudomonas. The patient rhythm was noted to be rapid and irregular. Electrocardiogram confirmed atrial fibrillation which resolved spontaneously. The patient experienced myocardial infarction and expired 3 days later.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).